Event description:
Customer alleged while going up a small incline on smooth pavement, the front left caster broke in pieces. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was going up a small incline on a smooth surface when the left front caster allegedly broke into pieces, throwing the consumer from the wheelchair. This was allegedly the first time the consumer used her chair. It is unknown if the consumer was wearing her seat positioning strap. Page 11 of the owner's manual states a warning, "always wear your seat positioning strap. In as much as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the dme dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair." (B)(4) - has been issued for the return of the product, to invacare, for an inspection and evaluation. No injury or medical intervention alleged.